Manufacturer narrative:
The investigation into access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report. E4 should have been left blank. G1 reporting contact email. G2 report source; study missing.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured right axillary hematoma with a "probable" relationship to the impella 5.5 device used: ¿(B)(6) 2024 : right axillary hematoma, pressure held, heparin paused.¿. The patient recovered with no sequelae.